Event description:
The customer reported receiving a reading of 319 mg/dl on their precision xtra meter and took the corresponding amount of insulin while shopping. The customer stated that she felt fine for a while and continued to shop then suddenly she lost consciousness. A customer gave her soda and she later ate a burger. There was no report of death, permanent impairment, or treatment at a medical facility.

Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed, all results were within the range specification during control solution testing. Per the memory log of the meter, the reading of 319 mg/dl was found, but the date and time were set incorrectly in the meter.